Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthough ns. Inflation: merit. Guide cath: 6febu3.5. Rhv: merit. Sheath: 6 fr. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported failure to advance. The soft tip was noted to be separated at the distal seal. The separated portion was located on the stylet. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The soft tip was stretched distal to the separation for a length of 4 mm. The tip length was not measured due to the damage noted to the tip. The inner diameter of the guide wire lumen and separated tip were measured and met manufacturing criteria. In this case, follow up information received from the account confirmed that the noted tip separation occurred post procedure due to handling. It was reported the stent delivery system (sds) was advanced as resistance was encountered. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It does not appear that the use error of advancing the sds as resistance was encountered contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for tip damage or separation for this lot. There is no lot specific product quality deficiency. The reported failure to advance and noted tip detachment appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported during a procedure in the heavily tortuous and heavily calcified distal left circumflex artery, pre-dilatation was performed with an unspecified dilatation catheter. The 2.75 x 18 xience v rx stent system was advanced into the anatomy. The xience v rx stent system was not able to cross the lesion, even with the added support of an unspecified buddy wire. Strong resistance was felt when advancing the stent system to the tortuous segment. The xience v rx stent system was removed from the anatomy. A new 2.75 x 18 xience v rx stent system was advanced and deployed successfully. There was no significant clinical delay and no adverse patient effects. Return device analysis revealed that the soft tip was separated at the distal seal and located on the stylet. The fracture face was stretched and jagged. The soft tip was stretched distal to the separation for a length of 4mm. After removal from the patient anatomy, the device was intentionally manipulated by cath lab staff and the soft tip of the xience v rx stent system separated.